Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 127mg/dl at the time of the incident. It was reported that the insulin pump alarmed error during rewind. Possible error with insulin pump motor noted. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error alarms noted during testing, however a pump error was present in the pump history file due to moisture damage on motor assembly. Unit received with scratched casing, minor scratches on lcd window, creased display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, stained serial number label, peeling end cap address label and corrosion on force sensor assembly.